Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s mother), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio2 meter displayed inaccurately erratic (high) results. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the subject meter began reading inaccurately around lunchtime on (B)(6) 2018. She reported that on an unspecified date, the patient obtained alleged inaccurately erratic (high) blood glucose results of ¿510 and 350 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the reported results exceed lfs¿ precision criteria. The patient manages his diabetes with a combination of humalog and lantus insulins and metformin oral medication. The reporter indicated that the patient followed his usual diabetes management routine following the start of the alleged issue. She reported that a few days after the product issue first started, her son was feeling thirsty all the time, urinating a lot and lost 10 lbs. She stated that she gave the patient ¿toastbread¿ and lots of water. She reported that immediately after the treatment, they performed a blood test with their neighbor's freestyle lite meter and obtained a result of 250mg/dl. She stated that around 3pm on (B)(6) 2018, they went to the doctor who obtained a result of 218/220 mg/dl on the clinic meter compared to a higher (unknown result) on the subject meter. She reported that the patient was advised to stick with his usual medications. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The reporter confirmed that the patient had used an approved sample site to obtain the blood samples and had followed the correct testing steps. The reporter also confirmed that the patient was using the correct test strips which had been stored correctly in an intact vial and were within expiry date. The reporter did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. In conclusion, although the patient developed signs and symptoms suggestive of a serious injury adverse event, there is no indication that the subject meter caused or contributed to this injury. The patient¿s reported symptoms and treatment of water were consistent with the alleged erratic (high) readings obtained with the lfs device. However, this complaint is being reported as a malfunction because the reported results from precision testing fell outside lfs¿ precision criteria and the alleged issue could not be resolved during troubleshooting.